Event description:
Reportedly, while the consumer was attempting to get out of bed, the bed rail came off. He is status post "stroke" and is weak, requiring use of the side rail to pull himself upright to get out of bed. The consumer fell to the floor and the rail landed on top of him. He sustained three broken ribs, was hospitalized for observation, rib binding and pain control. He has subsequently been discharged from the hospital with no report of any residual effects. The home supply company reports that the rail appears to be intact, that it just "popped off'" the bed and did not break. They report that the rail had been installed correctly and securely.

Manufacturer narrative:
The product is being returned for evaluation. It has not yet been received.